Event description:
It was reported that the patient had pain in the right flank following a trial surgery. After inspection, no noticeable damage was seen. Physician decided to explant the right lead, which resolved the pain.